Event description:
The customer called for assistance with performing a control test. She received a control test result of 205 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.